Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/24/2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.   This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Adverse events pertaining to patient's first event reported via mw # 2210968-2021-03694. Adverse events pertaining to patient's second event reported via mw # 2210968-2021-03695.

Event description:
It was reported that a patient underwent a prolapse repair procedure on (B)(6) 2015 and the mesh was implanted. It was reported that the patient was in immediate pain on the left hand side. It was reported that the patient contacted the consultant nine days after surgery to check if the pain was normal and was told it was normal healing. The patient had a follow up on (B)(6) 2015 and was told the same. The pain steadily increased. It was reported that the patient returned to the consultant on five more occasions to report discomfort and was told it was a stuck ovary, endometriosis, and adenomyosis so the patient underwent a complete hysterectomy. Additional information was requested.